Manufacturer narrative:
(B)(4). An investigation was requested of the manufacturing facility, baxter (B)(4). The complaint could not be confirmed as there was no sample available for evaluation. A batch review showed that there were no deviations or non-conformances that could be attributed to the reported complaint. A visual inspection for any abnormalities is performed prior to the release of the product and there were no deficiencies observed during the visual inspection. This is the first complaint of this nature received for this product lot. This complaint will be kept on record for trending purposes.

Event description:
Customer reported upon opening an actifuse kit, a hair was found in the packaging. The product was disposed of by the customer. It is unknown at this time where in the packaging the hair was located.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: any kind of foreign body or undesired material inside the packaging of the product (inner or outer pouch) may be introduced into the sterile field and may lead to contamination of the treatment site if not detected prior to use, as in this case. Foreign bodies, such as hairs, are organic material and may lead to foreign body or inflammatory reaction if contamination of the patient and the treatment site occurs. In a worst case scenario, this could possibly lead to severe inflammation and rejection of the implanted material. To obtain additional information, follow-up with the user facility is still ongoing. A follow-up report will be submitted upon the receipt and evaluation of any additional information or the completion of the investigation.